Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood leaked from the end of the unspecified bd¿ needle once it was retracted. The following information was provided by the initial reporter: "the product leaked out of the needle end of the device once needle was retracted and draw was finished. It was about a 0.5ml of blood or more for the volume that was leaked. Blood did not get on my face but on my arms, cloths and floor. No medical attention needed. If I was not using proper protocol I would have had a possible exposure. Once this happened I immediately pulled all of that lot."